Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the patient was admitted, and a 3-way cvc was placed in the right groin. Two days later, the patient experienced cyanosis, loss of pulse, and swelling in the right leg. The following day, the cardiology department conducted an angiography. The angiography and thrombolysis report indicated: right below-knee veins; patent, gsv (great saphenous vein); patent. The cvc was replaced at a different location. Following treatment, the blood circulation in the right leg returned to normal, the skin color improved, and the swelling subsided.

Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the patient was admitted, and a 3-way cvc was placed in the right groin. Two days later, the patient experienced cyanosis, loss of pulse, and swelling in the right leg. The following day, the cardiology department conducted an angiography. The angiography and thrombolysis report indicated: right below-knee veins - patent, gsv (great saphenous vein) - patent. The cvc was replaced at a different location. Following treatment, the blood circulation in the right leg returned to normal, the skin color improved, and the swelling subsided.